Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of non-sustained v oversensing due to noise were observed. There was also an increase in pacing lead impedance. Lead damage was suspected. Further tests to evaluate the lead were recommended. Patient was fine. Lead revision was considered.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient have non-sustained vt with no therapies. Externalized conductors were observed under x-ray. Lead was explanted and replaced. Patient's condition was stable.

Event description:
New information received notes that the device indication was no more noted. Lead is still implanted. Tachy therapy was programmed off.

Manufacturer narrative:
External insulation abrasion was noted at 7.2-8.3 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 53.0-53.2 cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.